Manufacturer narrative:
The field service engineer (fse) replaced the ultrasonics, the fluidics nut and repaired the service loop chain; the issue was not resolved. The fse returned to the facility and replaced the pipettor gantry and the ultrasonic printed circuit board (pcb) board. A routine system check was performed and failed the washed % coefficient of variation (cv) portion. The fse verified the analytical module's performance and replaced the incubator belt and reaction vessel (rv) clips. The fse also discovered a kink in the aspirate probe tubing. The fse completed all necessary adjustments and adjusted the rv shuttle transfer and the main pipettor to the reagent carousel, and completed sample alignments. System verification testing was performed and service activity was verified per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4)..

Event description:
The customer reported out-of-range low troponin I (access accutni) quality control (qc) results involving the unicel dxc 600i synchron access clinical system. Subsequent testing of qc, on the same reagent pack, recovered higher results within the laboratory's established ranges. The customer stated patient results were not impacted. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.